Event description:
Pt reported he had been implanted with many subcutaneous vicryl sutures during a rotator cuff repair surgery on (B)(6) 2013. He stated the sutures were supposed to cause a mild reaction which would trigger the body to absorb the suture. He alleged that they had not re-absorbed as promised but instead the pt experienced a rejection phenomenon. He alleged that two weeks after surgery, there was a separation and his physician started him on oral antibiotics as a precautionary measure. On (B)(6) 2013, his surgeon decided to remove the sutures. During the surgery, he found fluid filled sacs surrounding each suture. Some were filled with a clear fluid and others with pus. The pt stated that the surgeon could not be sure that he removed all of the sutures but washed the area with normal saline and antibiotic wash several times. The surgeon replaced the original sutures with different sutures. The pt is still in the processes of healing from that surgery.